Event description:
It was reported that all of a sudden, the patient had to go fairly often. It was stated that since implant, the patient¿s symptoms were better than before. The patient wanted to get in touch with the manufacturer representative for reprogramming. It was later reported that stimulation was too high at ¿8¿, so the patient decreased stimulation to ¿3¿ because he could not walk. It was also stated that the patient had loose bowels this morning, just like before implant. The patient checked the implant and it was confirmed that stimulation was on at 1.3 volts. The patient increased stimulation to 1.5 volts and felt that it was uncomfortable. The patient turned stimulation down to 1.4 volts and that seemed to feel ok. It was reported a week later that the patient had a loss of therapeutic effect. The patient had no control of his bowels. It was stated that the patient moved the setting from ¿3¿ to ¿6¿, but it did not help. It was also stated that the patient felt stimulation in his legs and feet.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va0cwqd, implanted: (B)(6) 2013, product type lead. (B)(4).